Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old male patient, the device displayed a "poor pad contact" and failed to discharge via paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evalution. Review of the device log shows multiple "check pads" and "poor pad contact" messages which indicate the device was not reading a valid patient impedance. Without a valid patient impedance between 15-300 ohms the user will not be able to discharge. The logs show the user pressing the paddle shock buttons and immediately being prompted with a "poor pad contact" message. Possible reasons for this include the paddles were not making proper contact with the patient's skin, poor patient prep, or loose connection. The customer reported that they were not using any electrolyte gel on the paddles which may have contributed to the poor contact of the paddles with the skin. The r series operator's guide (pn: 9650-0904-01) (rev: ya) instructs the user to "apply a liberal amount of electrolyte gel to the electrode surface of each paddle and rub the electrode surfaces together to evenly distribute the applied gel." The device underwent thorough functional and defibrillation testing with no discrepancies noted and was determined to be working as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.